Event description:
Soft contact lens wearer presented with a whitish recent- on day evolution- lesion in his right cornea after an episode of acute bacterial conjunctivitis, well managed with antibiotic corticosteroid- ciprofloxacin hcl dexamethasone 0,1%- alcon labs. - eye drops tid, and ointment at bedtime over a seven days period. At slitlamp it was disclosed: perikeratic hyperemia, no purulent discharge, a central whitish round and elevated lesion, with bad limited borders, and with an anterior stromal infiltrate. There were no anterior chamber inflammatory signs like flare, cells, posterior synechia, hypopion or hyphema and the pupil was free and the lens was quite clear. The pt felt no pain and denied any kind of eye trauma even with organic or "vegetal" material. It was assumed to be a case of fungal keratitis but acanthamoeba and herpes keratitis were also considered. The pt was oriented about this case and was put under strict and close supervision on a daily basis and was medicated with: natamycin 5%, acyclovir, bigunaide 0.02%, moxifloxacin hcl, atropine 1% and oral ketoconazole. Event did not abate after use stopped.